Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stopped delivering insulin due to blank display. Blood glucose level at the time of the incident was 295 mg/dl. During troubleshooting, the customer declined to replace the battery as they have changed it multiple times. The customer insulin pump was not returned for analysis.